Manufacturer narrative:
(B)(4).

Event description:
An endeavor resolute drug-eluting stent was implanted in the lcx. The lesion had 60% stenosis, moderate calcification and moderate tortuosity. The procedure was conducted in a bifurcation lesion where the kissing balloon technique was performed. The lesion was pre-dilated with 50% stenosis remained after pre-dilatation. The endeavor resolute device was inspected prior to use with no issues noted. 50% stenosis remained after pre-dilatation. It was reported that the stent was shorter than anticipated and did not cover the lesion. Post dilatation was performed and another endeavor resolute stent was used to complete the procedure. The physician thinks that the event was due to the friction between device and wire. Patient status is good. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.